Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the implantation of an intraocular lens (iol) the optics were scratched during the passage of the lens through the cartridge. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10 the used company cartridges were not returned for evaluation. Four photos were provided. No identification was provided for the photos. The first photo appears to be a monofocal iol. The haptics are not visible. There is a small opaque area near the upper edge of the optic. It cannot be determined if this is damage or foreign material. The other photos are not of the model indicated for this file. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicate the use of an company lens model, which is only qualified for use in the company cartridges. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. A non-qualified company cartridge/iol combination was indicated. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).